Event description:
It was reported that removal difficulties occurred requiring additional intervention. After an unspecified stent was placed successfully, another 3.50 x 8mm synergy xd drug eluting stent was implanted for treatment. However, when trying to remove the stent deployment system, the stent balloon was unable to fully enter and be removed from the guide catheter. The physician attempted advancing the stent deployment system into the artery, inflating and deflating the stent balloon multiple times, and then removing again, however it still would not fit into the opening of the guide catheter. The physician reported that it looked fully deflated in fluoroscopy and ended up having to pass an additional wire and balloon down next to the stent balloon. Both balloons were inflated simultaneously in the same artery, deflated both, and was then able to remove both. He also tried to post dilate to see if there might have been a chunk of calcium that deformed with the stent, however, there was full expansion of the balloon. The procedure was completed with this device. No patient complications were reported.